Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with cracked case on the back at the battery tube area, and belt clip rail case corner and battery tube threads. Unit received with damaged serial number label. (B)(4).

Event description:
The customer reported via phone call that the cracked on the back of the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage. Customer was advised to free silicone case will be provided with insulin pump replacement to help protect it from future cosmetic damage, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.